Event description:
It was reported that: while ventilating the patient, the therapist heard a pop sound come from the device. The therapist noted that the display went blank and the device stopped ventilating the patient. A continuous audible alarm was noted and only silenced by powering off the device. The therapist also noted a burning smell. The patient was manually ventilated with an alternate device until being transferred to another ventilator. No patient injury reported.